Event description:
It was reported that the patient was asymptomatic. It was noted that high ventricular rate episodes showing oversensing of noise was observed on the right ventricular lead. The noise was thought to be indicative of lead damage rather than electromagnetic interference (emi). There were no patient consequences.

Event description:
New information received notes a chest x-ray was completed, and no anomalies were observed. The physician decided to just monitor the noise on the right ventricular lead for now as the patient was not pacemaker dependent and the noise episodes were brief.